Event description:
Procedure - transurethral resection of the prostate.medical devices being used during resection.*valleylab force triad electrosurgical generator.*olympus handpiece (resectoscope) wa22067a.*cable used olympus- non disposable.during the surgical procedure the black power cord sparked, popped, then cord separated in two.we have notified the rep of the event and have inquired to obtain disposable cables. No disposable cables are made by olympus for the handpiece. The rep has informed us that there is no manufacturing information regarding the lifetime of the cable - when it stops functioning to be replaced.